Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the joint section between bending tube and distal end is not secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a dent on bending tube, the joint section between bending tube and distal end is not secured. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.